Manufacturer narrative:
During the evaluation it was found the battery connector pins were bent. The root cause for the damage to the connector could not be determined. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported a battery pack was damaged.